Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation. However, video of procedure under fluoroscopy was evaluated and the following was observed: crimped thv observed to be properly aligned between the valve alignment markers prior to deployment. During deployment, the balloon is observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal side started to be inflated. Balloon eventually achieved full inflation and valve was implanted in target location. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation difficulty was confirmed through a provided video from the facility. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. As per event description, 'during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve deployed in an irregular manner. The valve was reported to be in between the markers, and deployed with nominal volume. The outflow was 100% deployed before inflow began to inflate'. The provided video reveals the valve was initially deployed asymmetrically but was eventually able to fully deploy. Factors such as calcification, fibrosis, anatomical irregularities (e.g., shape, size) at implant site can influence balloon inflation. These factors (if present) may affect the flexibility and mobility of the leaflets or constrain proper expansion of the balloon, leading to the asymmetrical deployment. In this case, due to the limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system deployed the valve in an irregular manner. The outflow was 100% deployed before inflow began to inflate.